Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: updated data: d4, h3, h4, h6. Investigation summary: investigation selection investigation site: product development zuchwil selected flow(s): device interaction/functional visual inspection: when conducting a visual inspection of this part, there were no visual damage marks to the part. The part appeared to be intact, without any issues. Functional test: the single part from this investigation did lock/tighten as expected. The complaint condition could not be replicated for this device. Document/specification review: the dimensions on this drawing were reviewed in detail. All dimensions are acceptable and do not indicate any error or mis-design. Summary: after a visual and a functional inspection, the complaint condition was not able to be replicated. There was not significant wear on the returned part, which might have indicated a potential for misuse. After a full drawing review, no design defects were detected. No action is required, as the complaint cannot be replicated, and no design defects were detected. This complaint is not confirmed. The surgical technique guide was also reviewed. Step 5 cautions that when securing the sternal zipfix, the cut end must not be inserted at an angle. Additionally, the user is cautioned against using excessive force or forceps when trying to tighten the implant. Additionally, the user is indicated to ensure the zipfix is properly oriented prior to insertion into the locking head. As per selected investigation flow, the investigations performed didn¿t identify any defect or deficiency, also the article has passed the function test, therefore the in the investigation flow listed remaining investigation steps are not required. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot: part number: 08.501.001.01s lot number: 3l99831 manufacturing site: selzach supplier: samaplast release to warehouse date: may 29, 2019 expiry date: may 1, 2024 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a synthes employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, during an unknown procedure that three (3) out of a five (5) pack of zipfix would not tighten and one (1) zipfix broke. There was a twenty (20) minute surgical delay. A new package of zipfix was used to complete the surgery. Patient outcome was unknown. Concomitant devices reported: sternal zipfix with needle sterile / 5 pack (part number 08.501.001.05s, lot 6l19785, quantity 1). This report involves one (1) sternal zipfix with needle sterile. This is report 1 of 2 for (B)(4).